Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm 05 occurred. The customer's blood glucose level was 172 mg/dl. Reportedly, the customer was able to load a new cartridge successfully.